Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) called technical services (ts) to state that their clinic had contacted them saying the device was in emergency mode. In addition, the patient stated feeling palpitations. This device does not have a mode specifically called emergency mode. Ts recommended a follow up with the clinic. Additional information was provided stating that the device reverted to safety mode for which the device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.